Event description:
It was reported that during a stenting treatment procedure the stent moved on the delivery device. During preparation as the physician was loading the unspecified guide wire in the 2.5 x 16mm promus element mr stent delivery system (sds) he noticed the stent moved on the sds. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).